Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2012-06684, reference MFR. Report#: 1627487-2012-06686. It was reported, one of the pt's leads revealed invalid impedance. It was also reported, the other 2 leads were providing the pt with uncomfortable stimulation. The pt had non-device related health concerns and needed to undergo an MRI. As a result, the pt's scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.